Event description:
Unomedical reference number (B)(4). Event occurred in the united states.. It was reported that approximately on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector three to four times over the past six weeks. At the time of the event, his blood glucose level was 300 mg/dl and the infusion set had been used for less than a day. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.